Event description:
Stent was successfully placed at the target lesion site in the left anterior descending artery at the bifurcation of the diagonal. Later, that night, the pt returned to the cath-lab with left coronary thrombosis. Reopro was administered and ptca performed. During ptca of the thrombosed vessel, the coronary guidewire was placed outside of the proximal portion of the stent causing it to be crushed to the inferior border of the vessel with inflation of the balloon. The physician's attempts to rewire and redilate the proximal portion of the stent were unsuccessful. The pt was sent to the o.r. For triple bypass surgery. Two days later, the pt was stable. Five days after surgery, the pt expired. The physician did not believe the cause of death to be related to the stent.